Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was requesting compatibility guidelines regarding a MRI that was not due to a problem with the device or therapy. The MRI was not related to the pump and the patient was no longer using the pump since it was not working and would be having the pump replaced on (B)(6) 2017. There was no additional information and no symptoms were mentioned. It was also noted there was no medication in the patient¿s pump at this time. The pump logs were provided via the return paperwork for the pump examined at 2017-(B)(6) (last change (B)(6) 2017) indicated the pump was in minimum rate mode and changed to simple continuous baclofen 100 mcg/day. The logs confirmed the patient had a MRI and was in scan for two hours and a motor stall occurred (B)(6) 2017 at 16:48 and recovered (B)(6) 2017 at 19:02. It was also reported on (B)(6) 2017 the patient had a dye study (results were not provided) and a pump refill occurred. The reservoir was accessed and the patient was placed in minimum rate. The reservoir was empty when expecting drug. A low reservoir alarm occurred on (B)(6) 2017. No further complications were reported/anticipated or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 500mcg/ml baclofen at 115mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the hcp was unable to aspirate from the refill septum. Two of the manufacturer refill kits were used. It was reported that they were able to inject 20ml of saline in the pump and then withdrew it and injected the baclofen. It was stated the hcp was concerned because the low reservoir date wasn't until (B)(6) 2017 when the patient would've had 2ml left in the pump. The patient did not experience any withdrawal symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that this was an ongoing issue and the same issue occurred on (B)(6) 2017. It was reported that in june for the refill the patient was brought into "flouro" and they could access the reservoir but were unable to aspirate anything. Eventually, they were able to fill it and did not think it was a pocket fill. It was reported the patient had "stiffness symptoms at baseline," so no overdose symptoms were reported. The patient had not been exposed to any high temperatures or medical procedures that emit heat greater than 102 degrees fahrenheit. With the pump refill on (B)(6) 2017 they accessed the reservoir but were not able to aspirate anything. It was reported that (B)(6) 2017 was the low reservoir date according to the physician programmer. The expected volume at the (B)(6) 2017 refill was 4ml and the actual reservoir volume was 0ml. The refill in june the expected volume was 6ml and the actual volume was 0ml. The hcp was contemplating doing a catheter access port access with a catheter dye study. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. Result code 3233 no longer applies. No longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.